Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient encounter was not discharged in pyxis, while the patient had already been discharged in the emr. However, there were no delays or adverse events or injuries reported based on this event.